Event description:
According to the information received, the catheter was sheared off at the end, from the first eye to the tip at a 60 degree angle. The piece of catheter was missing, and the patient had an ultrasound scan.

Manufacturer narrative:
One catheter was received for evaluation without packaging. Examination of the catheter revealed what appeared to be a cutoff. The packaging supervisor was notified of the complaint, and after further examination, confirmed that the catheter was out of position during the packaging process which resulted in the catheter being cut off. The packaging supervisor notified packaging personnel of this complaint to lessen the chance for recurrence. No other complaint were noted with this lot number.